Event description:
It was reported that there was a stimulation/therapy issue which was described as inappropriate therapy. There was insufficient stimulation. The patient had a car crash on (B)(6) 2015 followed by a total loss of stimulation to the pain area, stimulation was felt in a useless area. Radiography in the form of an x-ray was done and had revealed a slight migration of the electrode without any breakage. The patient was alive with injury and the outcome was ongoing at study exit. An action was planned but not yet taken, there was a removal/change of the electrode to be forecasted.

Manufacturer narrative:
Concomitant medical products: product ID: 3898, lot# unknown, implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient was hospitalized from (B)(6) 2015 until (B)(6) 2015. The date of the surgery was (B)(6) 2015.